Manufacturer narrative:
Pr (B)(4). Follow up emdr for device evaluation eight representative samples were received for evaluation. Sample evaluation confirmed the reported failure mode (leakage). Five samples were evaluated. Four passed water/air leak testing. One sample failed leak testing, when the syringe was initially drawn back it was filled mostly with air. Of the remaining three samples two were sent to members of bd¿s research and development team and one was sent to the supplier of the identified defective material (universal drainage set p/n 711-13501). The most probable root cause for the reported failure mode was defective material (universal drainage set p/n 711-13501). A device history record review of all applicable manufacturing records for lot 0001335444 did not identify any issues that may have contributed to the reported failure mode. The most probable root cause for the reported failure mode was defective material (universal drainage set p/n 711-13501). As the identified defective material (universal drainage set p/n 711-13501) is a supplied part scar (supplier corrective action request) has been issued to the supplier. In addition, a CAPA (corrective action preventive action) has also been initiated to address this issue. H3 other text : see manufacture narrative

Event description:
Via email: I wanted to update you that there was another event with the tubing for a thoracentesis kit with the same lot number 000133544. Both valves were malfunctioning on this kit but no air visibly reached the patient. The post-procedure chest x-ray did show a trace pneumothorax, although the patient does have risk factors for a penumo-ex-vacuo and/or pleural disease so it is difficult to assess exactly what caused the ptx.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
I wanted to update you that there was another event with the tubing for a thoracentesis kit with the same lot number 000133544. Both valves were malfunctioning on this kit but no air visibly reached the patient. The post-procedure chest x-ray did show a trace pneumothorax, although the patient does have risk factors for a penumo-ex-vacuo and/or pleural disease so it is difficult to assess exactly what caused the ptx.